Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue and subsequent cancellation could not be determined.

Event description:
During device preparation for an atrial fibrillation procedure with a patient involved, there was a communication issue with the ep-4 stimulator cable, resulting in cancellation of the procedure.